Event description:
It was reported that during the prophylactic extraction of the right ventricular lead, the atrial lead was damaged. The physician decided to extract the atrial lead as well. The patient received a single chamber device so the atrial lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the distal segment of the lead was returned and analysis found no anomalies. Apparent explant damage was noted. (B)(4) implantable tachy lead (B)(6) 2006, (B)(4) implantable cardioverter defibrillator (B)(6) 2006. (B)(4).